Manufacturer narrative:
The investigation into the reported issue has been completed. Logs revealed an abrupt stop of logging on the complaint date. The console was powered on a couple more times and continued to unexpectedly shutdown, indicating the issue was persistent. See the attachments section for the logs from the complaint date. The failure mode could be easily reproduced. After isolating the suspect 4-in-1 and compact flash cards and installing them with other known-good subcomponents, the failure could be again reproduced on an aic test fixture. The cause of the unexpected controller shutdown with no successful reboot was due to the 4-in-1. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced an unexpected shutdown during training. No clinical details regarding resolution or patient condition were provided. No patient was involved.